Event description:
During evaluation of a returned spectrum pump, the device had false downstream occlusion alarms. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a false downstream occlusion. Downstream occlusion detecting test was performed, the device failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the force sensor was found out of calibration and higher than intended range and the force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.